Event description:
A trident hemispherical shell did not achieve initial fixation despite reaming and trialling as per the technique. Device was implanted with additional screw fixation required.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding difficulty achieving initial fixation involving a trident hemispherical cluster hole shell was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿no device-related aspects are present and as such this pi case is not device-related.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed all devices accepted into finished goods conformed to specification. The investigation concluded that the difficulty with initial fixation was caused by a patient-related bone defect. No device-related aspects are present in this event.

Event description:
A trident hemispherical shell did not achieve initial fixation despite reaming and trialling as per the technique. Device was implanted with additional screw fixation required.